Event description:
Pt was being transferred per the lift and the sling in which pt was in the straps broke and pt fell, landing on her buttock and lower back. Pt was transferred to the hosp and admitted with diagnosis of chf and fractured left femur.